Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt stated their stimulator was "shut off" and the controller was telling them it could not provide pt's desired intensity settings.  Pt unlocked controller during the call and right away reported settings not available. Pt checked the batteries and reported ins 30%, controller 70%. Pt said the controller screen indicated stim was on on group a, but said earlier it said stimulation is off, which was why they tried charging and could get up to 30% charge. Pt tried group a and reportedthey could now feel the stimulation, but when they tried to increase both programs, got settings not available. Pt tried group b and reported settings not available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. The manufacturer representative (rep) reported that the patient hadn't been able to increase intensity on their programs. The rep met with the patient on october 19, 2021 and checked impedances. They found that contacts 1, 3, 5 and 6 were out or abnormal (40,000 ohms). The rep reprogrammed around those contacts and they were able to get good coverage for the patient. The impedance issue was not resolved. The rep noted that due to the patient's pre-existing condition, the patient had fallen several times, which could have contributed to this event. The rep confirmed no surgical intervention was planned or scheduled to address this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.